Event description:
It was later reported that noise of an unknown origin was also seen on the ra lead.

Event description:
It was reported that there was oversensing on the right atrial (ra) lead channel that lead to two monitored atrial tachycardia (at) /atrial fibrillation (af)episode. It was suggested to reprogram the atrial sensitivity to cover the larger signals. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).